Manufacturer narrative:
Product analysis: the distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The proximal tip coil was found to be stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline stent was found folded back in the middle section and in an attempt to fix this issue, the stent prematurely opened and remains in the patient. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ophthalmic artery with a max diameter of 6 mm and a 5.6 mm neck diameter. Landing zone: distal: 4.3 mm and proximal: 4.4 mm. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. The pru level met the standard. The angiographic result post procedure showed an ophthalmic artery segment aneurysm. It was reported that aneurysm dense mesh treatment was being performed. The dense mesh stent was deployed according to the normal process. The middle section stent was pushed and found to be folded back. The tip of the stent fell off, during the process of pulling to solve the stent folding back problem. The stent could not be successfully retrieved due to stent folding back problem, so this stent deployment had to be completed and then a new stent was implanted to cover the neck of the aneurysm. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open was not determined. The middle section could not be opened normally. The pushwire was not rotated or pulled back at anytime during the procedure. The pipeline had been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline. There was no medicinal or surgical interventions required as a cause of the pipeline not being retrieved and remaining in the patient; normal dual antiplatelet treatment. The anatomical location of the first pipeline deployed is in the ophthalmic artery. The patient returned to normal after recovering from the procedure. There are no procedural or post operative images available. There are no device images available.